Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73g1900466 was manufactured on 07/16/2019 a total of (B)(4). Lot was released on 07/24/2019. DHR investigation did not show issues related to complaint. Pictures were unable to be confirmed, failure mode reported as "broken". However , it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Revision of fmea-08-029 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Pictures were unable to be confirmed , failure mode reported as "broken". However , it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions.

Event description:
It was reported that they clipped over a previous clip and the tip of the instrument broke off.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that they clipped over a previous clip and the tip of the instrument broke off.